Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that the patient experienced inaccuracies between the continuous glucose monitor (cgm) and blood glucose (bg) meter and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2019. The patient stated they collapsed, striking their head and was hospitalized for three days. The reported values at the time of the event were cgm 136 mg/dl and bg 30 mg/dl. The patient sustained a concussion and was discharged with medication and speech therapy. At the time of contact, the continued speech therapy as a result of the concussion. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.